Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 18mm x 6mm. During the pipeline deployment, it was reported that a hyperglide balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the proximal end of the pipeline. No injury was reported with the patient as a result of the procedure.